Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/26/2013 with the following findings: the keypad cover was found to be peeling on the left side of the up arrow and down arrow keys. During testing, the up arrow, down arrow, and ok keypad buttons were found to be unresponsive; the contrast button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed visible moisture corrosion in the battery compartment. Battery compartment leaks were found during testing. The pump cover was removed and no visible moisture corrosion was found in the pump compartment. Also unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons had been intermittently unresponsive and were then unresponsive after the pump was exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.